Event description:
Reporter indicated a patient had high lead impedance with vns diagnostics testing. It was not known if any trauma had occurred. The patient later had vns generator and lead replacement surgery performed. Attempts for return of the explanted devices are in progress.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Model #, lot #, expiration date, corrected data: the initial manufacturer report incorrectly reported this information. This report is being submitted to correct this data. Manufacture date, corrected data: the initial manufacturer report incorrectly reported this information. This report is being submitted to correct this data.

Event description:
Reporter indicated no x-rays were performed. The explanted lead and generator were returned for analysis. No anomalies were identified with the generator and the generator performed per specifications. A break in the positive lead coil was identified near the anchor tether helical area. An abraded opening was identified in the inner tubing of the negative coil (at approximately 0.7-0.9 cm past the electrode bifurcation). Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However; due to metal dissolution and surface contamination, the fracture mechanism cannot be determined. Also, scanning-electron microscopy images of the exposed area of the negative coil indicate the coil was exposed to some type of electro-cautery tool. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified within the returned lead portions. Review of the decoder programming history for the returned generator revealed high lead impedance occurred on (B)(6) 2011. On this date, the ohms value increased from 2338 to 13124.